Event description:
It was reported that one day post implant, the right atrial (ra) had intermittent capture and x-ray revealed a lead dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.